Event description:
Customer reported experiencing cgm error 42, which had occurred multiple times on the same pump previously. There was no reported adverse impact to the customer. Technical support provided guidance for resetting the pump and confirmed a replacement pump would be sent. Caller was instructed to return the faulty pump using a pre-paid label.